Manufacturer narrative:
Additional information provided: d.11 although requested, information on a4 and b7 were not provided.

Event description:
It was reported that the connection by the check valve cracked and leaked during use in the intensive care unit (ICU). There was a delay in treatment due to changing out of the IV tubing set to a new one. Although it was noted that there was a delay in treatment, it was also confirmed during follow up, that there was no patient harm or impact as a result of this event.

Event description:
It was reported that the connection by the check value cracked and leaked during use in the ICU. There was delay in treatment due to changing out of the IV tubing set to a new one. Although it was noted that there was a delay in treatment, it was also confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report of that the connection by the check value cracked and leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a crack in the female luer wall on the opposite end of the injection gate of the set. The location of the luer gate on the female luer (below the ¿wings¿) indicates that this female luer was manufactured that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool marks or signs of over torque were observed. No damages were observed on the male luer. Functional testing confirmed leaking from the cracked female luer. The source of the leak is due to a crack in the female luer component. The root cause of the crack is a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the connection by the check value cracked and leaked during use in the ICU. There was delay in treatment due to changing out of the IV tubing set to a new one. There was no patient impact.